Manufacturer narrative:
The instrument was manufactured in 02/2016 and evaluation of the instrument determined the insulation is torn at the distal end. We suspect this single use item might have be re-used.

Manufacturer narrative:
The broken instrument has been returned but evaluation has not been completed.

Event description:
Allegedly, during a laparoscopic excision and fulguration of endometriosis procedure, toward the end of the procedure, the doctor "zapped a bleeder to cauterize" . When the doctor pulled the instrument away the burns were noticed. The procedure was completed, no other intervention was required .